Manufacturer narrative:
Additional information was received that the leak rate was less than 4.5lpm and that all modes of ventilation were still available. There was no reportable malfunction. This event was not reportable. Additional information was received that the leak rate was less than 4.5lpm and that all modes of ventilation were still available. There was no reportable malfunction. This event was not reportable.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch assembly was replaced to resolve the reported issue. No report of patient involvement. UDI# (B)(4).

Event description:
The hospital reported a malfunction of the bag to vent switch preventing mechanical ventilation. There was no report of patient involvement.